Event description:
Hill-rom technician alleged that when the brakes were engaged, the brakes did not hold at the foot end.

Manufacturer narrative:
Technician found that the set screws were broken off in the hex rods. He replaced the set screws and hex rods and the brakes functioned properly. The stretcher was found on the 1st floor and there were no alleged injuries.